Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent repair of vaginal vault with mesh, rectocele repair, excision of sebaceous cyst on perineum due to rectocele, cystocele, vaginal vault prolapse and cyst. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, and neuromuscular problems. It was reported that patient underwent mesh revision/removal on (B)(6) 2004 and (B)(6) 2004. It was reported that patient underwent mesh revision/removal on (B)(6) 2004. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent removal of mesh on (B)(6) 2012 by dr. (B)(6) at (B)(6).